Manufacturer narrative:
Investigation summary customer returned (1) loose 3/10cc syringe with part of the shelf carton with a partial lot number visible. Customer states that they found 1 syringe with needle thru shield stuck her finger with it when she removed the needle shield. The returned syringe was examined and exhibited the cannula through the shield, exposing the cannula, which could lead to a needle stick. Unable to perform DHR check for cannula through shield and needle stick (clean) due to unknown lot number. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description after visual inspection of the photo sample , we would confirm that it is cannula through shield and happened after getting cannulated, passed the pim inspection for cannula angularity. It must have happened during the process of shielding. Process: ¿ racks loaded with hubs travel down a conveyor towards the cannulator. ¿ they approach the cannulator turning horizontally in order to receive cannula. ¿ racks pass under mars magnet straightening the cannula in the hubs. The rack passes under two ultraviolet lamps, which causes the adhesive to cure. ¿ then the racks go to the shielder with the use of linear motion. The rack locater positions the racks while getting shielded. ¿ the parts are first inspected with an angularity camera, and if the angle of the cannula is too great or there is nothing on that pin, the part is not shielded. ¿ the finished product pick and place head won¿t pick it up in the gripper as it is gripping the shield for pick up. Investigation: did not find any l2l dispatches for repairs/ adjustments. Unable to perform a DHR review due to unknown lot number. Root cause cannot be determined as the lot number is not available. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that relion® insulin syringe needle pierced through the shield and caused a needle stick injury. This was discovered during use. The following information was provided by the initial reporter: material no: 328512 batch no: unknown (provided 915463). It was reported that consumer found 1 syringe with needle thru shield stuck her finger with it when she removed the needle shield. Verbatim: issue(s): consumer found 1 syringe with needle thru shield stuck her finger with it when she removed the needle shield. Consumer did not seek medical attention. Claims finger is fine.

Event description:
It was reported that relion® insulin syringe needle pierced through the shield and caused a needle stick injury. This was discovered during use. The following information was provided by the initial reporter: material no: 328512; batch no: unknown (provided 915463). It was reported that consumer found 1 syringe with needle thru shield stuck her finger with it when she removed the needle shield. Verbatim: issue(s): consumer found 1 syringe with needle thru shield stuck her finger with it when she removed the needle shield. Consumer did not seek medical attention. Claims finger is fine.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 5 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 915463. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: the customer provided lot # 915463. This lot is not a legitimate lot number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe needle pierced through the shield and caused a needle stick injury. This was discovered during use. The following information was provided by the initial reporter: material no: 328512 batch no: unknown (provided 915463). It was reported that consumer found 1 syringe with needle thru shield stuck her finger with it when she removed the needle shield. Verbatim: issue(s): consumer found 1 syringe with needle thru shield stuck her finger with it when she removed the needle shield. Consumer did not seek medical attention. Claims finger is fine.